Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultralink is giving an error 5 message. On february 12, 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt manages her diabetes with an insulin pump and tests her blood glucose 4 to 6 times per day. The error 5 message began on (B) (6) 2010 at 8 am. The pt was unable to obtain her blood glucose due to the error 5 message. At around 8:10 am, the pt reportedly developed symptoms described as "cold sweats, cold chills, and felt out of it." The pt promptly administered self treatment with food/drink at the time of concern and felt better soon after. The pt felt that she may have been able to prevent the symptoms had she been able to obtain her blood glucose that morning. During troubleshooting, the customer care advocate verified that the testing process was correct, the test strips were within the discard date, and the error 5 message was resolved with training. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.